Event description:
On february 11,1992, at 1035 a critikon eighteen guage 1-1/4 inch IV catheter was placed on the second attempt in the left wrist of the patient by the emergency care center rn. The patient was admitted to the floor at 2200 and received medication through this port for thirty-seven (37) hours with no problems noted. On february 12, 1992, at 2030 approximately thirty-seven (37) hours after catheter placement, the minimed alarmed indicating patient side occluded. The nurse noted upon observation that the catheter was bent. She also noted the site was well taped. Upon removal of the catheter, the nurse noted the catheter appeared to be sheared with a portion remaining in the patient's vein. The nurse immediatley applied a tourniquet to the patient's arm to prevent movement of the sheared catheter. The physician was called and x-rays were taken. The patient was taken to the operating room where a 2.3 cm catheter was surgically removed under local anesthesia without any difficulty. The patient recovered with no further complicationsdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated, none or unknown. Results of evaluation: none or unknown. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.